Manufacturer narrative:
No ventilator logs have been provided and no service on the ventilator has been requested. The user facility performs service by themselves via a third-party service provider. Information about the current status of the ventilator has not been provided. No investigation has been possible; therefore, the root cause of the reported alarms has not been determined. A correction of field # d1 ¿ brand name, # d4 ¿ version or model #, # d4 - unique identifier (UDI) # and # h4 - manufacture date were required. D1 ¿ brand name ¿ previous brand name: servo-s. Corrected brand name: servo-s base unit. D4 ¿ version or model # - previous version or model #: servo-s. Corrected version or model #: 6640440. D4 - unique identifier (UDI) # - previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(4). H4 - manufacture date ¿ previous manufacture date: 04/17/2019. Corrected manufacture date: 04/08/2019 h3 other text: 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated alarms for low expiratory minute volume. The patient desaturated to 40%. The ventilator was replaced and the patient's saturation increased to more than 90%. Final patient outcome was no harm. Manufacturer's ref #: (B)(4).